Event description:
Mrsa endocarditis and an echodensity on the rv defibrillation lead, and the aortic valve were reported. The device and lead were explanted. The patient expired approximately one month later. There is no allegation by a healthcare professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cause of death was requested but not received. Evaluation summary: no anomalies were found. Other: mrsa endocarditis and an echodensity on the rv defibrillation lead and the aortic valve were reported. The device and lead were explanted. The patient expired approximately one month later. There is no allegation by a healthcare professional that the death was device related. Actual device involved in incident was evaluated; electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn.